Event description:
Event description cpi received information that this ventak mini ii implantable cardioverter defibrillator (ICD) was implanted in the same pectoral area as a pacemaker (manufactured by another company), and the pacemaker has now migrated under the ICD. When the ICD is interrogated, the pacemaker is inhibited. When the pacemaker is interrogated, the magnet in the telemetry header deacitivates the ICD.